Event description:
It was reported that vessel occlusion occurred. Vascular access was obtained via a transfemoral approach. A 25 mm lotus edge valve was implanted. A leak was noted. The 25 mm lotus edge valve was upsized to a 27mm lotus edge valve. During the implant of the 27mm lotus edge valve, vessel occlusion was noted. The bulky calcified native leaflets along with a calcific ostium of the right coronary artery contributed to the occlusion. Coronary angioplasty and stenting were performed. No patient complications were reported, and the patient is doing fine.

Manufacturer narrative:
B5: describe event or problem: updated. H6: patient codes: updated.

Event description:
It was reported that vessel occlusion occurred. Vascular access was obtained via a transfemoral approach. A 25 mm lotus edge valve was implanted. A leak was noted. The 25 mm lotus edge valve was upsized to a 27mm lotus edge valve. During the implant of the 27mm lotus edge valve, vessel occlusion was noted. The bulky calcified native leaflets along with a calcific ostium of the right coronary artery contributed to the occlusion. Coronary angioplasty and stenting were performed. No patient complications were reported, and the patient is doing fine. It was further reported that post-procedure new pathological q-wave or left bundle branch block(lbbb) occurred.